Event description:
It was reported that the patient presented to the emergency department in complete heart block and a heart rate of 32 bpm. The device was interrogated and revealed there was no capture in the right ventricular lead. It was further reported that the lead had dislodged within two days after the implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis performed revealed no anomalies were found. The distal connector of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. The visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).